Manufacturer narrative:
(B)(4).

Event description:
Fresenius medical care na has become aware of a canadian article which has been published in a scientific journal dated (B)(6) 2011. The article is entitled "use of electron-beam sterilized hemodialysis membranes and risk of thrombocytopenia". A copy of the article is being submitted with this report.